Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the buttons were less responsive. The customer¿s blood glucose level unknown at the time of the incident. The customer also stated that insulin pump had rejected battery, noise when rewinding, cracked on it. Customer's father declined troubleshooting. The insulin pump will not be returned for analysis.